Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 640 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the intensive care unit at the time of call. Customer was wearing insulin pump at the time of hospitalization. Nurse would call back for troubleshooting due to not having insulin pump at the time.